Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 12 mm amplatzer vascular plug 2 (avp2) was selected to be deployed in the left subclavian artery after a thoracic endovascular aortic repair. On (B)(6) 2015, the patient developed paralysis, and then a cerebral infarction was revealed through CT. The patient received an intravenous drip for the treatment of the cerebral infarction and was monitored. The patient's condition improved and the intravenous drip continued. The cause of the cerebral infarction remains unknown. A stent graft (model and size unknown) was placed in the patient's vessel with severe atherosclerosis and the relationship of the event to both the devices (avp2 and stent graft) and the procedure could have been possible.